Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During deployment of a smart control (sds), the stent jumped forward and was placed distal to the intended target. An additional stent was deployed to fully cover the lesion. The target lesion was the left external iliac artery with moderate calcification, tortuosity and a 90% stenosis. There was no reported patient injury. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15166127 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The patient's gender and age were unknown. The target lesion was the left external iliac artery. There was moderate calcification and vessel tortuosity, the rate of stenosis was 90%. Contralateral approach was taken. A smart control (complaint product) was delivered to the target lesion. However, the stent jumped forward and was placed distal to the target lesion. An additional stent (details unk) was placed to cover the proximal lesion. The procedure was completed without other problem. There was no adverse event and the patient is in stable condition. There is no product return. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The user held the handle of the smart control sds flat and straight outside the patient per IFU.